Event description:
It was reported that stent damage occurred. The target lesion was located in a "thick" left main (lm) vessel. A 16 x 5.00mm taxus liberté drug-eluting stent was selected to treat the target lesion but was unable to cross. The physician found that the back ends of the stent were deformed before it was attempted to enter into the unspecified guide catheter. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at 62cm distal to the strain relief. An examination of the crimped stent identified no damage. No issues were noted with the profile of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a "thick" left main (lm) vessel. A 16 x 5.00mm taxus¿ liberté¿ drug-eluting stent was selected to treat the target lesion but was unable to cross. The physician found that the back ends of the stent were deformed before it was attempted to enter into the unspecified guide catheter. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.